Event description:
It was reported that during reprocessing the da vinci si surgical prograsp forceps instrument came apart. No further details were provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.04 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.